Event description:
It was reported that during impaction, the interbody device slipped off of the implant inserter. The device did not appear to be positioned correctly, and fluoroscopy shows the cage to be positioned correctly, and fluoroscopy shows the cage to be twisted in the intradiscal space. There were no pt complications reported.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without add'l product info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.